Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer reported blood glucose level was "high" on the cgm. Elevated blood glucose was address with correction bolus via the pump.